Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. The .014 ht versaturn guide wire met resistance with a previously implanted stent when attempting to advanced. During removal the tip of the guide wire snagged on implanted stent and became kinked. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appear to be related to circumstances of the procedure. Factors that may contribute to failure advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported issue as it was reported that the guide wire was used to attempt and advance through the calcified with 100% pre-stenosed and 30% post stenosed lesion. It was reported that the tip got caught on an implanted stent which led to the reported difficult to remove and kinked tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.